Event description:
Pt was diagnosed with chronic cholecystitis and had to have a laparoscopic cholecystectomy. During the procedure the following devices were used: a zeress needle, a 10mm auto suture trocar, three 5mm trocars, and a hook cautery dissector. After the procedure, post operatively pt continued to have pain and abdominal distention. On 2/8/96-abdominal x-ray which showed fluid and non dialated loops of bowel on the right upper quadrant which may be associated with reflux ileus. On the same day an ultrasound done showing small and free fluid and mild bile duct irritation. On 2/9/96 cat scan revealed small to moderate amount of ascites. On 2/9/98 a second ultrasound done which showed free fluid within the abdomen, increased since 2/8/96. A third ultrasound on 2/12/96 indicated free peritoneal fluid, possible bile. Volume increasing slightly. A fourth ultrasound on 2/14/96 showed a dramatic increase in the volume of fluid and at this point a decision was made to reoperate on pt. Pt was reoperated on 2/16/96 and 1600cc of bile removed, 200cc of blood loss. Upon reoperation surgeon found nectrotic tissue-caused by cautery injury from "spark gaping". Pt diagnosed with biloma-a burn of the common bile duct. Pt has been having problems since then. Pt ended up with a hepaticojejunostomy with a rue n-y anastomosis. 2 strokes and cervical narrowing of the neck related to the surgery.